Manufacturer narrative:
(B)(4). The analysis results found that the cartridge was received in good visual condition and fully fired. No functional test was performed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic colectomy procedure, the distal staples were malformed, when it was used on the colon at the 1st firing. The surgeon waited 10 seconds after clamping the target tissue prior to firing. There was no unexpected resistance or noise while firing. The quality of target tissue was regular. The staple height was blue. The device was not fired across or near an existing staple line or clip. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).